Event description:
It was reported that the surgeon felt resistance when pressing the plunger rod on the preloaded monofocal intraocular lens (iol) and noted that the iol was stuck inside the cartridge. After completing the procedure with a back up product, the suspect iol was extricated from its cartridge and found to have a cracked lens. Through follow up we learned that no part of the device had patient contact. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 02-jan-2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection was performed on the suspect product. The plunger rod was found advanced and puncturing the cartridge rod tip. The plunger rod was observed bent and a portion of the lens was stuck in the cartridge tip. Viscoelastic residue was observed distributed through the length of the cartridge. The lens module was inspected and presented with no damage or viscoelastic residue; however; a haptic was in the lens module. The device assembly and plunger rod advancement were inspected and presented with no issues and no resistance. The lens portion could not be removed from the cartridge tip. The portions of the lens received in the wipe pouch was a torn portions of the lens and a haptic was detached. Due to the returned condition of the lens, no further evaluation can be performed. The complaint issue "stuck in cartridge" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.